Manufacturer narrative:
Failure analysis revealed the insulin pump passed the rewind, displacement, prime and excessive no delivery test. The device was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported that his insulin pump was continually receiving no delivery alarms every two hours and this was not resolved by changing the infusion set. No anomalies were found during troubleshooting, but customer was found not to be using the inserter device according to instructions for use. The customer was advised to revert to a back-up plan. His blood glucose was 137 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.